Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set in which when attempting to connect an unknown hospira secondary set to the clearlink at the upper y-site, the clearlink cracked. This resulted in a leak of unknown medication. The nurse changed out the primary tubing and therapy continued as normal. According to the report, the facility recently converted from hospira to baxter IV pump tubing. The facility is still using hospira tubing outside of the pump. The reporter indicated that the facility has been encouraged to fully push and twist the stems into the y-sites. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.